Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint was verified through quality and production testing. Maximum temperature for the attachment bead exceeded iso 13732-1 and es-1104 for maximum allowable temperature standards. Microscopic evaluation revealed significant to moderate wear on both bearing retainers. Significant gear wear also increased friction and proper functioning of the gears, also contributing to the beat reported in the complaint. All components looked dry and corroded with no evidence of lubrication. Additionally, the attachment failed all production requirements per specification with the exception of water and chip air, spray and illumination test (sound testing was not performed).

Event description:
In this event, a doctor reported that an estylus e 1:5 attachment overheated and burned a patient. The doctor administered magical swish mouth rinse. The patient's burn has healed.